Event description:
On (B)(6) 2012, it was reported that the pt thinks her infusion set is leaking between the cannula and the tubing. She states that it has been ongoing for half of a yr, that the self-adhesive is always wet. The pt's blood glucose has been elevated as high as 400 mg/dl. She has been able to correct by herself. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.